Event description:
Reporter stated the customer was hospitalized with hyperglycemia due to inaccurate delivery of the infusion device. His blood glucose elevated to the "20's mmol/l," and he was diagnosed with diabetic ketoacidosis. He was admitted to the hospital for 3 days and treated with insulin via IV. The reporter stated that "the doctors thought it had malfunctioned." The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.